Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a moderately tortuous, non-calcified lesion with 85% stenosis in the distal right posterior descending (r-pda) artery. There was a previously deployed stent in the proximal right coronary artery (rca). The device was inspected with no issues. Negative prep was not performed. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during removal following a failed delivery. It was detailed that a buddy wire technique was being used for the purpose of stent delivery. Once the stent came off the balloon delivery system a technique of twisting the two wires together was used, and this captured the loose stent, removing it from the patient. The dislodged stent was removed. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent dislodgement did not occur due to interaction with the previously deployed stent in the proximal rca. There was no damage to the previously deployed stent in the proximal rca, and this stent did not need to be post dilated after the event. Product analysis: the device was returned for analysis. Kinks were evident to the hypo-tube. The stent was not present on the balloon and returned cap tured on two guidewires. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Severe deformation was evident to the dislodged stent. Deformation was evident to distal tip. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.